Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer reported they were able to clear the alarm but were unable to rewind the insulin pump. Customer also reported that the self-test did not pass. Fill cannula was recorded in daily history. Customer was advised to stay disconnected from the pump. No harm requiring medical intervention was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.